Manufacturer narrative:
Product complaint #: (B)(4). The device was not returned; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received on 13-jun-2024. Summary: ¿the vascular dissection occurred near ic c1, but no bleeding occurred. No additional interventions were performed. Patient did not exhibit any symptoms from the dissection.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. . Arterial dissection is a known potential complication associated with the use of the emboguard balloon guide catheter and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. Since the event of a ¿carotid artery dissection¿ occurred during the procedure and was not present prior to the procedure, the correlating relationship between the event to the used device cannot be ruled out. Although it was reported that patient had no symptoms and no intervention was provided, a carotid artery dissection is considered a serious injury, as this artery carries oxygen-rich blood to the brain. The patient is also at increased risk for an ischemic complication, and an anticoagulation regiment and medical monitoring will likely be required. Based on this information, this event does meet us FDA reporting criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an emboguard 87, 95 cm (bg8795u/ lot # unknown) was used for a thrombectomy procedure to treat an occlusion at the internal carotid artery (ica). During the procedure, the user reported a dissection occurred around the time the emboguard was advanced to the c1 segment of the internal carotid artery. The event was reported as such, ¿during the procedure, dissection occurred. The emboguard was advanced around internal carotid artery c1, and the dissection got occurred. Patient had no symptoms, and no intervention was provided. Continuous flush was unknown. The lesion was internal carotid artery. Other concomitant devices were unknown.¿ no further information was made available at the time of this review.